Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the lower case was damaged, the handle was broken and the lower feet were damaged. It was also noted that the two lower hinge plate screws were missing, the system fan was noisy, both display screen hasps were broken, the display screen drops down when placed in the upright position, the programmer had no telemetry, pressing on the radiofrequency (rf) head connection causes the programmer to have telemetry, the programmer failed software controlled gain testing, an error was found in the error log, the keyboard was not working due to a circuit board out of specification and the left antenna was out of specification.

Event description:
It was reported that the programmer had a damaged component and damaged casing. It was returned for service. There was no indication of patient involvement in this event.